Event description:
It was reported that during a small bowel resection, when firing the device across the small bowel, a few staples did not form a proper b-shaped. Three or four staple legs actually did not form at all (stayed straight). The surgeon over sewed the staple line with suture to complete the procedure. The procedure was prolonged by two minutes. Additional information received on 09/24/2009: the problem occurred on the 1st firing.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.